Manufacturer narrative:
The technical evaluation on the returned device is currently on going. As soon as the results of the investigation are available, orthofix will provide you with a follow up report.

Event description:
It was reported a malfunction of the oscar pro handset during the surgical procedure. The procedure was completed using manual tools with no effects on patient other than 1 hour delay of the surgical time.

Manufacturer narrative:
The results of the technical investigation performed on the returned handset evidenced that the device performs as expected. No issues have been found. Following customer feedback during the follow-up, it was reported that the handset could not be scanned, and the blue led remained permanently illuminated. Considering this information and the fact that the issue was not reproduced during functional testing, it cannot be ruled out that the root cause was related to a temporary electrical false contact. This condition was most likely resolved during the maintenance activities performed on the device.

Event description:
It was reported a malfunction of the oscar pro handset during the surgical procedure. The procedure was completed using manual tools with no effects on patient other than 1 hour delay of the surgical time.